Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ gel bleed: unable to observe since it is not related to the device. No additional observations are performed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported left side "exchange biocell textured implant for smooth round implant." Healthcare professional later reported "silicone bleed found intraoperatively." Device has been explanted and replaced.